Event description:
The universal driver was returned for service. Upon initial evaluation, it was discovered that the run/safe lettering was wearing off. Further investigation revealed that the run/safe lettering was illegible, which creates a situation from which the device has the potential to be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
The universal driver was returned for service. Upon initial evaluation, it was discovered that the run/safe lettering was wearing off. Further investigation revealed that the run/safe lettering was illegible, which creates a situation from which the device has the potential to be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The reported event was confirmed, it was found during evaluation that the run/safe label on the handswitch was worn, which was likely a result of the cleaning process. The device was scrapped by the manufacturer.